Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 1062.8 mcg/day) and hydromorphone 6 mg/ml (dose 3.1883 mg/day) via an implant pump. The pump's indication for use (IFU) was listed as spinal cord injury/spinal cord disease and intractable spasticity. Upon initial interrogation on (B)(6) 2015 multiple motor stall and recoveries were seen. The patient did not recently have an MRI. On (B)(6) 2015, the patient experienced withdrawal symptoms including low grade fever, nausea, and an increase in spasticity. The change in therapy/symptoms was sudden. It was noted they were replacing the pump today ((B)(6) 2015), but needed to have a company representative (rep) bring a pump to the hospital. On (B)(6) 2015, information was receiving from a hcp via a company representative indicated the hcp attempted to reprogram the pump after a motor stall occurred; however another stall took place soon after. The issue was identified by increased spasticity. The patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was replaced on (B)(6) 2015. On (B)(6) 2015, additional information was received via the rep and the cause the motor stalls was unknown. The motor stalls and patient withdrawal symptoms had been resolved.